Event description:
An eye professional reported having seen a pt in 2004, one day following pt's visit to the e.r. The previous day. Pt was prescribed ocuflox every 30 min by the e.r. Diagnosis reported as infectious corneal keratitis or bacterial keratitis associated with wear of focus night & day lenses on os. Examination revealed a central corneal ulcer 4mm in the visual axis which appeared to be pseudamonas. Due to diffuse corneal edema, ecp could not see to the anterior chamber. Ecp reports pt was wearing fnd lenses on a continuous wear basis, but was removing the lenses every 3-4 days for cleaning and disinfecting. Pt was using aosept. Ecp stated that pt presented with severe pain. Culture was not performed because the pt was already using antibiotics. Ecp prescribed ocuflox and zymar alternating between the two at 30 min interval for 2 days. Three days later. Ecp tapered to 1 hr intervals alternating between two. The next day, ecp tapered each to 4 hr intervals alternating between them every two hrs. After the next four days, ecp tapered each 4 times a day. Four days later, ecp discontinued use of drops. Event resolved with best corrected visual acuity 20/25, and a scar remains on the inferior edge of the visual axis. Pre-event acuity is unknown. No further follow up care needed & pt to resume contact lens wear on daily wear basis. No further info is available at the time of this report.